Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the loose stent. Eval summary: quality assurance analysis revealed that the sds was returned without blood or contrast visible. The stent implant was returned dislodged from the sds on the stylet and in the protective sheath. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the makers. There was a bend in the hypotube 101 cm distal to the strain relief tubing. There was no other damage noted to the sds. A laser micrometer was used to measure the stent implant outer diameters. The proximal measurements were oversized. These did not meet manufacturing criteria. The inner diameter of the protective sheath met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that during unpacking of the rx vision, it was noted that the stent had moved on the balloon. Analysis of the sds noted no blood or contrast, which is consistent with the reported information that the sds was not used for the procedure; however, the stent was return dislodged from the balloon inside the protective sheath. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The proximal stent outer diameter dimension was outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification, this most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon. If significant pressure is inadvertently applied during removal of the protective sheath, the stent implant can become disrupted on the balloon, which may also facilitate dislodgement. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The release testing data was reviewed. Samples from this lot all passed testing for stent placement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp. The inner diameter of the protective sheath met manufacturing criteria. There is no indication of a manufacturing quality issue. In addition, a bend was noted in the hypotube, which was not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that during unpacking, the stent was on the tip of the stent delivery system (sds) instead of between the markers. No additional event or patient information is available.